Event description:
It was reported that the patient experienced palpitations and presented to the emergency room. Device interrogation revealed that the right ventricular (rv) lead was positioned in the left ventricle. Computed tomography (CT) scan confirmed the lead position. During the rv lead revision procedure, tissue was noted on the helix of the rv lead. The lead was explanted and replaced on (B)(6) 2025. The patient remained in stable condition.